Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the right ventricular (rv) lead had an issue with rv sensing of 2.8 millivolts. It was noted that the patient is part of the 5076mri clinical study. The rv lead is still in use. No patient complications have been reported as a result of this event.